Event description:
The patient reported exposed wires of the power supply cable. The power supply cable was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device was not returned for evaluation. A review of the merlin.net confirmed that readings were sent successfully in subsequent days after the event date.